Manufacturer narrative:
Olympus was informed that the product had been cut in the shape of a wedge during its surgical placement. Olympus was also informed that there was no adverse impact to the patient's outcome as a result of this matter. The device referenced in this report was not returned to olympus for evaluation. The device history record was reviewed, and no irregularities were noted. The osferion bone void filler package insert states in the warnings section: if necessary, the fracture should be stabilized using external or internal fixations to prevent post-implantation migration or extrusion of the osferion due to loosening. Cutting wedges or trapezoids may cause cracking or inappropriate breaking, etc. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that an x-ray examination performed following a high tibial osteotomy (hto) procedure found that the implanted material had migrated approximately 5mm from the initial application site. There was no report of patient injury.